Event description:
It was reported the lead integrity alert triggered due to oversensing and increased impedance. The right ventricular lead was removed and replaced. No patient complications have been reported as a result of this event. It was later reported that during the revision procedure the left ventricular lead was dislodged; subsequently, it was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed), the outer insulation had melted, the outer insulation had cosmetic environmental stress cracking, and apparent explant damage.